Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2012, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. Prior to this procedure, the patient had "blue-toe syndrome." The physician had concerns about the patient's ability to tolerate the procedure. On (B)(6) 2012, the patient developed paraplegia and acidosis became advanced. According to the physician, the patient had multiple emboli due to an embolic shower. On (B)(6) 2012, due to spinal cord infarction and multiple organ failure, dialysis was started. On (B)(6) 2012, the patient expired. The physician attributes the death to patient conditions.